Event description:
The customer reported that the freedom driver exhibited fault alarms while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.

Manufacturer narrative:
(B)(4) follow-up report 1.

Event description:
The customer reported that the freedom driver exhibited fault alarms while supporting a patient. The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver's external components revealed no abnormalities. The electronic alarm history did not reveal any new alarms that occurred after the driver was last serviced. The "top dead center (tdc) time-out" fault code likely occurred during the manufacturing/servicing process functional testing because there was no evidence of the driver operating on the secondary motor. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic alarm history. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. In addition, the driver was tested for an additional 48 hours and performed as intended with no issues. The customer-reported alarms could not be functionally reproduced during investigation testing and, therefore, the root cause could not be determined. During investigation testing, the driver performed as intended, and there was no evidence of a device malfunction. Despite the customer-reported alarms, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver will be serviced. Based on days of use, service will include the replacement of the main printed circuit board assembly (pcba), speaker pcba, motor/gearbox assemblies, piston and cylinder assembly (pca), and motor controller pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.